Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Event description:
Caller reported an occlusion alarm causing the customer's blood glucose level to be displayed as high, exceeding 500 mg/dl. Customer attempted to correct the high blood glucose by bolusing on the pump but resorted to a correction injection via mdi. There was no assistance required from a third party. To resolve the issue, the customer changed the infusion set and cartridge to resume insulin and reported that such occlusion events had been occurring for almost a year with varying resolutions undertaken. Reportedly, customer reverted to an alternate method of insulin therapy until the replacement arrived.